Event description:
Emergent thrombectomy performed. During the third pass for thrombectomy, part of the esperance aspiration catheter broke off into patient's right middle cerebral artery. The piece was retrieved using a stent retriever; however, significant bleeding was noted. Esperance catheter: manufacturer: wallaby medical lot#: asp00572, ref#: asp3f120kit, exp: 2025.12.06 the wire used with the catheter: drivewire24. Manufacturer: rapid medical lot#: 250301dw01, ref#: drpp2411, exp: 01.31.2026.